Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Risk manager reported to ms&s that the PICC was inserted into the patient's left arm. It was noted that the insertion was difficult and the healthcare professional was not able to complete the procedure in the left arm and placed in the right arm. It was found 3 weeks later that the stylet or guidewire was broke off in the patient's arm. No patient injury was reported.